Event description:
It was reported that the 9600 system would not save or rotate the images and would lock up with an alarm during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The input voltage was checked during the service call.